Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise, and changes in morphology. A request was made to have data from this device analyzed. Rhythmcare provided recommendations for a clinic follow up appointment for lead integrity testing. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.